Event description:
On (B)(6) 2012, the manufacturer's consultant reported that the physician's handheld would not progress past the screen alignment after performing a hard reset. He stated that the screen was responding to the use of the stylus, but he had attempted to perform the screen alignment about 30 times with no success. The handheld and flashcard were returned to the manufacturer on (B)(6) 2012, for product analysis. Product analysis on the flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis on the handheld revealed no anomalies associated with the handheld software. However, a visual analysis of the handheld was able to identify that the display was cracked. Further analysis was able to identify that the touchscreen was unresponsive as a result of the crack. The cause for the cracked screen is unknown, but is most likely associated with mishandling of the device according to product analysis. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.